Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 140 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm was during seating the force sensor didn't detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 140 mg/dl. The customer stated that there is crack on reservoir compartment. The customer stated that the pump was dropped af few times. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.